Event description:
It was reported that while trying to be used with a patient, the external pulse generator (epg) would not capture or pace. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case, lower case and side bail covers were broken and the battery contacts were compressed. (B)(4).